Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1903216. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. Through examination of the retained samples, no defects were observed. Based on the provided customer feedback, it is possible that coring occurred with the internal wall of the vial stopper. Due to the various preventive controls in place within the manufacturing process to reduce the risk of coring, an exact cause related to the manufacturing facility could not be determined for this incident. To prevent the risk of coring, the needle should penetrate the stopper at a 90 degree angle when used. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: due to nasopharyngeal cancer, when nursing staff used disposable sterile syringes to administer the chemotherapy drug cisplatin, it was found that there was stopper residues in the extraction of the drug solution. The nurse immediately replaced the new 20ml needle and will keep the 20ml needle in question and notify the warehouse for processing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: due to nasopharyngeal cancer, when nursing staff used disposable sterile syringes to administer the chemotherapy drug cisplatin, it was found that there was stopper residues in the extraction of the drug solution. The nurse immediately replaced the new 20 ml needle and will keep the 20 ml needle in question and notify the warehouse for processing.